Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded the cartridge to address the event. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the customer did not perform the proper air removal techniques. Tandem technical support informed the customer that not performing the air removal technique is off label per the tandem user guide. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer¿s blood glucose value was 520 mg/dl. Reportedly, the customer addressed their bg with a correction bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.